Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(4) clinical trial. It was reported that aortic valve thrombosis occurred. Procedure summary: the implant procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of aspirin or antiplatelet (other than aspirin). A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 23 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Pre-discharge echo revealed a mean pressure gradient 9 mm hg and an lvef of 46%. No aortic regurgitation was noted. The subject was discharged on aspirin and clopidogrel. Post procedure summary: the subject presented in (B)(6) 2019 with dyspnea on exertion, orthopnea and edema in legs. Echocardiogram was performed on the same day which revealed moderately increased gradients (35 mmhg) and mild to moderate aortic insufficiency. Transesophageal echocardiography was performed which revealed acceptable mobility of leaflets with mild thickening in the aortic ring in the region of the mitral-aortic junction as well as close to the interatrial septum, this thickening was considered to be pannus, however thrombus could not be ruled out due to the poor imaging quality as a result of the stent artifact. There was minimal central insufficiency. 1435 days post index procedure, the subject was noted to have prosthetic aortic valve thrombosis. At the time of the event, the subject was taking aspirin and plavix. Computerized axial tomography scan was performed which revealed thrombus in non-acute phase over tavi with adequate opening of the three leaflets. The event was treated medically, with lixiana 60 mg. Aspirin and plavix were suspended. At the time of reporting, the event was recovering.